Event description:
Possible overdelivery versus pt tampering reported. The pump had been in use delivering meperidine at unspecified settings. The pt "looked as if he was overdosed" so the nurse switched pumps. The settings were verified by two nurses, and the infusion continued. Later, the pt again "appeared overdosed." At that time, the nurses felt the meperidine vial/cassette "looked as if it were placed differently and there was a small amount of blood on the pt's sheets that had come from an unidentified source." After the second event, the nurses concluded that the pt had been manipulating/tampering with the pump in order to receive more medication. The settings and exact amount of meperidine rec'd were not known, but it was thought that the pt had rec'd approx 300mg of meperidine over "a short time." The pt did not require any medical intervention, no adverse sequelae were reported. The pca was continued with a third pump, but the concentration of meperidine was reduced (exact concentration not known). No further info was available. This report is for the second pump that was in use. The first pump is reported under abbott pt identifier 7336676-01-00.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports related to code 102 (overdelivery) for pca is approximately 2.28/million sets.